Event description:
As the stent was advanced through the sheath to the area of stenosis, the stent/balloon assembly would not advance despite the predilation. The stent could not be pulled back into the sheath. The stent came off of the balloon while still in the sheath, resulting in deployment into the right external iliac. The patient tolerated the procedure well with much improved blood flow.